Event description:
In 2002 a guidant ICD was implanted. That night the device violently discharged twice in a short period of time. The pt heart was being monitored during that time. When the monitoring device at the nurses station was checked, it showed no evidence of any heart rhythm problem that would have caused the device to go off. The next morning a rep from guidant came to the hosp to check the device. When he held a "wand" like device - that was hooked up to a portable computer, he said that the device was "dead" and would need to be replaced immediately. A new ICD was implanted the next day and the pt was told that "the lead wire probably shorted out." To date neither guidant nor the dr will disclose the results of the analysis report on the failed ICD to the pt. The ICD was implanted due to the pt being diagnosed with brugada syndrome - sudden death syndrome. Pt experienced strange facial swelling after the ICD failure. Strange skin rashes developed shortly after that and still continue to this day. Pt did not have any skin problems until after the implant.